Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of ascrs0189 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the safestep was accessed to the port system on (B)(6) 2019. When removing the safestep form the port body seven days after accessing the port system, the nurse noticed that the safety mechanism didn¿t work because the needle was bent. It was stated the facility suspects that the needle may have already been bent at the time of opening the package. There was no reported patient injury.